Event description:
The caller reported that the customer had received a tracheostomy tube about two months ago in which the obturator was too long for the tube. Insertion was attempted, but was discontinued because the extended length of the obturator was causing patient discomfort. A second tube was then inserted without difficulty. There was no patient harm. The tube was thrown away and is not available for return.